Manufacturer narrative:
This ICD and defibrillation lead were explanted and were sent to the hospital's pathology laboratory to be tested for possible infection. No products were returned. Due to the nature of the issue, no analysis will be conducted if the products are returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the patient implanted with this defibrillation lead and associated implantable cardioverter defibrillator (ICD) experienced lead erosion. The lead had eroded through the patient's skin.